Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found damaged and the conductor cable leading to the rv shock coil fractured at 18 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported high shock impedance. These damages probably occurred during the implantation procedure due to surgical tools. Blood penetrated the lead in this region. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted same day as implant due to high shock lead impedance. Lead may have been damaged during implant. No adverse patient events were reported. Should additional information become available, this file will be updated.